Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was returned and is currently being analyzed.

Event description:
It was reported to nevro that the patient experienced an allergic reaction. The physician is unsure what caused the allergic reaction. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. A review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
The device was returned and analyzed.